Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced and continues to experience chronic and persistent stomach pain, swelling and intestinal protrusion on the side of the hernia repair surgery resulting in excessive pain that forces her to walk with a cane to support herself, continuous digestive problems, recurrent hernia, perforation of tissue and/or organs, adherence to tissue/organs, infection, nerve damage, subsequent surgeries, and other complications, including mental anguish and psychological trauma.